Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the failure of the tubing pressure sensor on the circuit board = caused the device to stop functioning, resulting in the blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited black out and a circuit board failure. There was no patient involvement.